Event description:
It was reported than an alleged event occured with a maxan plate. No details were provided as to the part numbers or lot numbers. No adverse effects were reported as a result of this event.